Event description:
It was reported the patient underwent a right interphalangeal joint fusion on the right hand approximately 2 years ago. Subsequently, during an explantation of a screw, approximately 15 months post implantation, the implant fractured and the patient retained a portion of the fractured device, which resulted in the patient experiencing pain. There was harm/injury to the patient as the patient had to underwent additional surgical/medical intervention. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product will not be evaluated by zimmer biomet as it remains implanted in the patient. Once the investigation has been completed, a follow up/final report will be submitted.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, g1, g3, g6, h2, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.